Event description:
A report received from the USA stated an 840 ventilator began to auto-cycle, while being used on a pt. The pt was removed from the device and placed on an alternate ventilator. There was no report of pt injury as a result of the event. The date of the event is unk.

Manufacturer narrative:
Upon evaluation by the covidien customer support engineer (cse) the device was found to have failed the exhalation valve calibration. The cse replaced the analog interface (ai) printed circuit board (pcb) and the exhalation valve. Ventilator passes all tests and calibrations per service manual. (B)(4).